Event description:
Consumer e-mailed stating that the brush head had completely broken off, and a second one was very loose. No injury was reported. 26-nov-2018: consumer indicated the first brush head broke off in her mouth, and the second brush head that was loose had now broken off.

Manufacturer narrative:
04-jan-2019 product investigation results: reporter returned an unspecified number of toothbrush heads on 02-jan-2019. Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the brush head had completely broken off, and a second one was very loose. No injury was reported. On (B)(6) 2018: consumer indicated the first brush head broke off in her mouth, and the second brush head that was loose had now broken off.